Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center a critical error code was noted in the device download error log indicating digital signal processor supply overcurrent. The computer processing unit board required replacement to address the issue. No device repairs were done, and the device was scrapped.